Event description:
The customer reported that the system would not produce fluoroscopic x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The auto exposure control was replaced. The system was tested and found to be working as intended and put back into service. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.